Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: complaint description: the foley was used for less than a week, and non-deflation was noticeable in use. Eventually the patient was sent to the operating room to have the foley removed. No harm or injury to patient.

Manufacturer narrative:
Based on available information, our medical determination is that this ae is serious: because surgical intervention was needed to remove the product whose balloon fails to deflate. Based on the investigation findings, malfunction of the product was due to collapsed inflation lumen found on the catheter shaft caused by the clamping during the catheterization process. Reported to the FDA on february 27, 2013.